Event description:
The manufacturer received reports indicating that the copper wires are visible due to the deterioration of the power cord. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.